Event description:
Pt admitted in 06 for lead dislodgment. In or , found that the generator was not sutured in place; leads were dislodged as result. Cxr the following day demonstrated lead dislodgement after "arms" were raised for cxr. 3 days later pt. Had 3 new leads placed. Pt discharge home 2 days later. With no complications.